Event description:
Caller states customer was unable to obtain a result due to an error on the aviva system. Customer attempted to obtain a result at 16:00; he received an error message and at 18:30 took his scheduled dose of humulin n. Caller states customer fell in the bathroom at 23:30; caller found him at 23:32 and administered an additional dose of humulin n. Customer felt better at 23:45. Caller also reports the lid of the test strip vial had been left open overnight. Requested return of suspect device and replacement was sent.